Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient cardiosave intra-aortic balloon pump (iabp) has internal communication error and pumping stopped.

Event description:
It was reported that during use on a patient cardiosave intra-aortic balloon pump (iabp) has internal communication error and pumping stopped. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse confirmed that fault#124 (pneumatic critical failure) occurred when the event occurred and when the device was restarted. A system malfunction occurred, and the manifold drive and solenoid board were repaired and replaced based on the fault log. After the replacement, the problem did not reoccur, and an inspection was carried out based on the above inspection record sheet. Equipment calibration was carried out. Overall inspection results were good.